Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of 7.0 mmol/l on the compact plus system and result of 15.5 mmol/l on a lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.